Event description:
Dexcom was made aware on 02/13/2025, that on (B)(6)2025, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6)2025.the pediatric patient experienced a skin reaction with rash, redness, and inflammation, under entire patch area, which occurred the same day the sensor had been inserted in the abdomen. The reaction was treated with a prescription of an unspecified oral antibiotics. The reporter was not sure about the name, and at the time of the report they still had to pick it up. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).